Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to verify unexpected restart alarm and perform the unexpected restart error test due to no button response. Also received with slightly bleeding lcd glass. Insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed unexpected restart. The customer was unable to clear the alarm. The buttons on the insulin pump were unresponsive. The act and esc buttons were not responding. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.